Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Based on clinical details and data logs, the root cause of the aic issue was a software issue was optical bench fw communication protocol anomaly. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported ongoing support with an impella 5.5 device for a patient admitted with multiple cardiac and systemic comorbidities. The impella pump was placed for coronary artery bypass graft and mitral valve surgeries and left atrial appendage clipping. On day two of support, the automated impella controller (aic) had controller alarms and consequently was replaced without harm or injury from the interruption. The impella pump support continued with the new aic.